Event description:
It was reported that the manufacturer representative was preparing to use a brand new neurostimulator that was still in the packaging, however, when she proceeded past the "would you like to implant" screen and pressed "ok", she got the message 27 error that stated the device was unrecognizable, "application card not supported by device." This happened on two occasions, and the device was never implanted. It was noted that the representative had the most up to date (B)(4) software. Other neurostimulators were used at the implants and they worked fine.

Manufacturer narrative:
Analysis of the neurostimulator model 37714, serial (B)(4), found an interrogation interruption had partially filled the 1k block memory. The message 27 confirmed there was an incomplete write of the ins eeprom 1k block.

Manufacturer narrative:
Additional analysis summary: the 8840 application does not correctly handle interrogation of a device with partially written data in the 1k block. A 1k block fix was performed. After the 1k fix, the ins passed all functional tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.